Event description:
Had 2 screws placed in right foot in 2016. One screw broke while walking. Heard a pop and felt some pain. Got x-ray in (B)(6) 2017. Had broken screw removed through surgery. FDA safety report ID# (B)(4).